Event description:
The facility representative reported a flo-gard infusion pump with "insert slider clamp". It is unknown in which care area this event occurred but it occurred during programming/set-up. This condition has the potential to interrupt delivery. The facility representative stated that there was no patient involvement, patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with "insert slider clamp" was confirmed and duplicated by baxter service personnel. The root cause of this condition was determined to be a damaged safety slide clamp. The safety slide clamp was replaced to correct this condition. A service history review revealed no previous service events were related to the reported condition. Should additional information be received, a follow-up medwatch will be submitted.